Event description:
It was reported that product performance data was reviewed and classified as inappropriate treatment. It was further noted that the device detected ventricular fibrillation and therapy was withheld as the arrhythmia changed to a slower ventricular tachycardia with occasional undersensing and self-termination of the arrhythmia. The device and lead remain in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.